Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after dental implant was installed in intraoral region 26#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type ii.